Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the coil detached during removal. A 3mm x 6cm interlock¿-35 was used to treat the moderately tortuous target lesion. During the procedure, intermittent flush was performed and a non bsc catheter was utilized. The coil was advanced; however, it was determined the coil was too long. As the physician started retrieving the coil in the sheath, it released and it had to be removed with a snare. The procedure was completed with another of the same device. No patient complications were reported.